Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device displayed a white screen. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had displayed a blank screen during initial power on. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.